Manufacturer narrative:
A4: unk, a5: unk, a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1, -10.0/1.5/104 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2023 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.